Event description:
It was reported to medtronic neurosurgery that a shunt system had acute obstruction and was thus removed.

Manufacturer narrative:
The product has not been returned to the manufacturer. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. No injury to the pt was reported.